Event description:
An intra-aortic balloon was inserted following mitral valve replacement and CABG on 11/14/95. At 0130 on 11/15/95 the balloon ruptured. Blood was noted in the line. There was cardiovascular collapse. CPR initiated and rhythm restored. Balloon removed by surgeon. No new one replaced. Condition deteriorated and pt expired at 0147 on 11/17/95.